Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise. The noise was oversensed, however no inappropriate therapy was delivered. An invasive procedure was performed. Subclavian crush was observed and the lead was found to have fractured. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report will be updated.